Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2019-04522 for the associated device information. It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was to be used during a colonoscopy procedure on (B)(6) 2019. According to the complainant, during the procedure and inside the patient, upon utilizing the device, the snare wire bends back to itself at the distal end of the catheter wherein the snare loop appeared to be broken. A second captivator snare was used. However, the same issue occured. The procedure was then completed with a third captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.